Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. No data file was available for review. A retain sample testing was performed on the same lot number 1419a, with no discrepancies found. Device history records were reviewed and this report was the first of it's nature. Without the electrode pads or the data files for review, we were unable to confirm the customer's report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.